Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the pump free flowed. Although requested, no additional information was provided.

Event description:
It was reported that the pump free flowed. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation conclusion: the customer report of a free flow event was neither confirmed nor replicated. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The device was being used for treatment. Device inspection: pump module (B)(6) was received with the instrument seal intact. All replacement parts were observed to be bd parts. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Root cause analysis: the root cause of the reported free flow event could not be determined. The device was thoroughly tested, and no fault was found during testing. Device history review: review of the pump module (B)(6) service history record showed the device had a manufacture date of 02feb2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 07sept2020 and indicated that this device has been previously returned one (1) time for service; stress cracks on door hinge (service - replaced bezel assembly due to stress cracked on door hinge). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.